Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure when the subject guidewire was inserted into a microcatheter using an introducer sheath, something like a coating peeled off, so the use of the subject guidewire device was discontinued. It was replaced with a new one of the same product, and the procedure was completed successfully using the same microcatheter procedure without clinical consequences to the patient.

Event description:
It was reported that during procedure when the subject guidewire was inserted into a microcatheter using an introducer sheath, something like a coating peeled off, so the use of the subject guidewire device was discontinued. It was replaced with a new one of the same product, and the procedure was completed successfully using the same microcatheter procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when the subject guidewire was inserted into a microcatheter using an introducer sheath, something like a coating peeled off. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, flush was given inside the microcatheter when the guidewire was inserted, the guidewire tip was shaped 45 degrees, and the introducer was used when inserting the guidewire. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.